Event description:
It was reported that an intravia empty container (150 ml) gamma sterilized contained a particle floating in its solution. The reporter stated that the particle appeared to be a silver piece of plastic. This was identified during preparation in a clean room, before patient connection. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was not returned; however, a photograph of the device was received. Inspection of the photograph identified a particle inside of the fluid path. The reported problem was confirmed. The cause was determined to be a manufacturing issue. Lights were placed on the inspection stations in (B)(6) 2013 to help the operators when performing the visual inspections. A review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.